Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Valve was returned for evaluation: DHR - lot cvlbt9 conformed to the specifications when released to stock failure analysis - the valve was visually inspected; the silicone housing was cut/torn on the underside at the end of the valve mechanism casing. The valve passed the tests for programming and pressure. The valve was flushed and passed the test but leaked from the cut/tear in the silicone housing. The root cause for the programing issue reported by the customer could not be determined, as no programing issue was reported during the investigation. -the possible root cause for the programing issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing issue was noted. -the possible root cause for the over drainage issue reported by the customer, was probably due to the cut/tear in the silicone housing. -the root cause for the cut/tear in the silicone housing noted during the investigation, is probably due to wrong handling, as noted in the IFU: silicone has a low cut/tear resistance. Do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a (B)(6) y/o female had a hakim valve implanted in 2016. A control CT scan showed overdrainage (bilateral subdural hygroma) with no symptoms. The surgeon tried unsuccessfully to change the valve setting. The valve was "stuck" at 30mmh2o and the patient had revision surgery.